Event description:
Pt's pump failed to deliver the prescribed amount of tpn over 12 hrs. Only 150 cc was infused instead of 950 cc, and no alarm went off. All screens were properly cleared the previous afternoon by the home care rn with pt's mother as witness. Co notified on 12/1/93 and states pump will not detect an occlusion that occurs between the pump and the bag and to instruct pt's mother to hang the backpack or place it on a table next to the bed and not in the bed to prevent kinking of tubing. Pt has poor appetite and low body weight. Physician notified immediately, order received to infuse remaining tpn during the day 11/28/93, then give regular 12 hr infusion beginning 8:00 pm 11/28/93.